Event description:
Balloon was leaking, surgeon noticed balloon was sticking to heating element.====================== manufacturer response for thermachoice, theramchoice (per site reporter).====================== ethicon will follow.